Manufacturer narrative:
The device was returned for evaluation; however, complaint testing has not yet been completed. (B)(6) serial # (B)(6) - infusing dexmedetomidine. (B)(6) serial # (B)(6)- infusing norepinephrine and normal saline. (B)(6) serial # (B)(6) - infusing fentanyl and normal saline. (B)(6) serial # (B)(6)- infusing amiodarone. (B)(6) serial # (B)(6)- infusing argatroban. The patient death is the same instance that was included in emdr, MFR report # 9615050-2024-00335. This particular emdr report reflects another, separate unique pump that stopped working during the same event, resulting in the same unique patient death. Patient identifier: (B)(6).

Event description:
The complaint/event involved a plum 360 driver new that reportedly switched over to battery and then it shut off at once during a premade amiodarone infusion on a patient in cardiogenic shock that was receiving multiple infusions in the intensive care unit at the time. The nurse indicated that he pump 'lost integration and turned itself off'. The concentration of amiodarone was 360 mg/200 ml routed to IV line a, and the pump settings and order setting was 1 mg/min and the device was programmed with electronic health record (ehr) for a new bag at (B)(6) 2024 0617. The nurse called for a new pack of pump stat. The pump was on a large pole with power strip and the power strip was plugged into the wall (ac power). It is unknown if the charge indicator light up when the device was plugged into ac power. The patient's medication administration report (mar) indicates that several meds were restarted at the end of the 10am hour which correlates with the disassociation times. The device history log reportedly reveals that the event happened at 10:33 ¿ parameter: 43695, alarm description: warning: charger service. One row from the log indicates that there was no ¿warning: charger service¿ alarm but there were multiple warnings logged during the morning to replace the battery. At 10:32, it switched the power over to battery and then back to ac between 10:32:50 am and 10:32:51 am. The pump did not sound an audible tone prior powering off and alarm message was noted on the display. There was patient harm as the critical infusions stopped abruptly, while the patient was unstable. Medical intervention was required, the patient shocked out of ventricular tachycardia later that afternoon. The patient expired on (B)(6) 2024.

Manufacturer narrative:
Investigation summary pump evaluation: on april 29, 2024, ICU medical service downloaded the cda logs from device serial number: (B)(6) (list number 30010-04-05) and sent them to r&d for analysis. The device was received with software version 15.20.1.8 installed. ICU medical service plugged the device into ac power and observed that the ac power light illuminated, indicating that the device was receiving ac power and charging the battery. The original device battery, a panasonic, was recharged for a minimum of 8 hours. According to the technical service manual (tsm), the typical operating time for a new and fully charged battery is 7 hours when infusing at a rate of 25 ml/hr. After fully recharging the battery, ICU medical service programmed the device to operate for the typical duration expected for a new and fully charged battery. The device ran for 7 hours and 29 minutes until the battery was depleted. It also audibly alarmed with "low battery" and "depleted battery" before powering down. The device powered off correctly, indicating that its power management system is functioning properly. After reviewing the ICU service-records: it was found that the battery was not replaced by ICU medical. The panasonic battery installed on the pump was not the original one from the manufacturing in 2016, as the original had the lot number 151211a. The replacement battery on the pump had the lot number 201020a, which indicates that it was replaced by the customer and was 2 or more years old. After reviewing the customer¿s in-house service records: there was one record that was relevant to the complaint. That was service event # (B)(4). Service event # (B)(4) on 02/06/2018 was created for plum 360 device not operating properly. Device was experiencing power off power on error alarm. Resolution was to reboot the battery. Device was tested and sent back to central. ICU medical service was unable to confirm the issues reported by the customer regarding the device shutting down on ac power or receiving a "warning charger service" message. Although the warning charger service was noted in the event logs alarms, it could not be replicated. We could not confirm the customer¿s complaint of the device not audibly alarming with low battery or depleted battery before shutting down. The device passed the alarm loudness pvt test and audibly alarms with both low battery and depleted battery before powering down. During inspection, ICU medical service found that the fluid shield was damaged. ICU medical service verified this discrepancy through visual inspection. This condition is unrelated to the reported event. Device action has been changed to ao. R&d event log analysis: 19/03/2024: 06:17:32 = line a infusion started with vtbi: 190 ml and rate: 33.3 ml/hr.; duration: 5 hrs. 42 mins 20 seconds. 06:49:51 = power update: power switched to battery. 08:34:54 = power update: power switched to ac main. 09:49:11 = power update: power switched to battery. 10:00:35 = power update: power switched to ac main. 10:33:51 = service charger alarm. 10:37:16 = power update: power switched to battery. 10:37:31 = power update: power switched to ac main. 10:59:26 = = line a infusion stopped by user after infusing 157.1 ml over 4 hrs. 41 mins 54 seconds; volume remaining: 32.9 ml. O line a: actual infusion time 4 hrs. 41 mins 54 seconds @ 33.3 ml/hr. = 156.5 ml expected infused volume. Delta 0.6 ml over 156.5 ml = 0.39% (within delivery accuracy tolerance 11:00:41 = power update: power switched to sleep mode engineering summarizes findings: serial number: (B)(6). By mar 19th, infusions were going on in the device, when we got service charger/ replace battery alarm. By 10:37 between a gap of 5 seconds, the device switched to battery and after 15 seconds the device switched to ac main. After this the infusion stopped or completed as expected and was put to sleep mode by user. Engineering evaluates that: serial numbers: (B)(6). According to technical service manual document (tsm), service charger alarm occurs when battery or charger did not respond to charger voltage pin state (vfloat*). It is a low priority alarm and does not stop the infusion. There were no indications, either in the clinical or the diagnostic logs, that the pump ever shut off on march 19 except when commanded by the user pressing [on_off]. Engineering couldn¿t confirm the customer¿s report of the pump shutting off without audible alarm. Based on the occurrence of ¿warning charger service¿ and ¿warning replace battery¿ alarms, engineering recommends service center evaluate the power systems (including batteries) before the pump is returned to customer.